Manufacturer narrative:
Max mobility, the manufacturer of the device and submitter of this report, is awaiting the return of the device of question for evaluation. Upon completion of the investigation, a follow-up report will be submitted if the device is found to have malfunctioned.

Event description:
As described to max mobility from the reporter, the user drove face-first off a ramp to a store and broke her nose, as well as suffered a concussion as revealed from a cat scan after being taken to the emergency room.